Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. The customer contacted olympus technical assistance support (tac) via phone. No troubleshooting was performed. The customer informed tac of the event. The device will not be returned to olympus for evaluation.

Event description:
It was reported that, the xenon light source exhibited scope communication error (b30). The issue was identified at the time of inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. The customer contacted olympus technical assistance support (tac) via phone. Error generated during set-up no patient involvement when asked. Reasoning for loaner tower devices when requested was facility 190 series tower smelled like smoke upon set up. All cabling from prior tower are being used with the exception of the power cable. Proper connection cabling verified when asked to review minus internal or port issues at moment. Proper scope connection and connector plates has been verified correct and properly cleaned. Scopes are functioning on another tower when attempted to use/troubleshoot scopes. Biomed to replace cvl-190/cv-190 from another working tower to troubleshoot. Biomed to attempt and update. The customer informed tac of the event. The device will not be returned to olympus for evaluation. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the complaint could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.